Event description:
The user facility reported that after a cycle completed successfully, two operators were unloading items from the v-pro sterilizer and received hydrogen peroxide burns on their hands. There was no blistering reported with the burns. The employees involved did not seek medical attention and continued working. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected and tested the unit and found the sv4 injection valve was leaking. The technician replaced the sv4 injection valve, tested the unit, confirmed the unit operational and returned the v-pro to service. The employees involved were not wearing proper ppe (gloves) at the time of the reported event. The operator manual states (2-1), "ppe- personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task". The steris technician addressed the importance of wearing proper ppe, including gloves, with the user facility. The unit was installed in september 2012 and is currently under warranty and steris service contract.